Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that some time after implantation of a vena cava filter, perforation of the ivc and filter tilt were discovered. Allegedly, surgical intervention was performed. The filter was successfully removed. The current status of the pt is unk.